Event description:
Procedure: wedge resection. Reportedly, on the third squeezing, a cracking sound was confirmed and the device stuck. The black return knob also could not be returned. Cut the patient side tissue additionally and recovered from the fragment with hand sewing. No further injury reported.